Event description:
It was reported that during a da vinci-assisted radical prostatectomy with pelvic lymph node dissection procedure, the wire broke on the monopolar curved scissors (mcs) and fell into the body. The customer retrieved as much as possible. The procedure was completed with a delay greater than 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. An image was provided showing the mcs broken cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: further failure analysis was performed on the returned monopolar curved scissors (mcs) instrument. Per engineering, there should be an mcs tip cover accessory used with the mcs instrument that would prevent any fragments from falling in the patient. Additionally, the cable would have to break in two locations for a fragment to be generated.